Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred immediately at the start of a routine hemodialysis treatment. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 30 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge was not returned as requested. Venous air alarms occurring at the start of a treatment are typically the result of inadequate air removal by the operator during priming of the cartridge. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review with the operator. Nxstage medical considers this report closed. No additional information will be provided.